Manufacturer narrative:
Product investigation completed. As the complaint component was not returned for analysis, no product analysis could be performed. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient underwent an ambicor penile prosthesis (app) replacement surgery due to not being happy with the device placement. The explanted app worked, there were no device malfunctions associated with it. The patient did not experience any adverse events or further complications.